Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer had bad reservoir as it had air bubbles. The reservoir will return for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. In conclusion the reservoir did not have air bubbles. Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. In conclusion the reservoir did not have air bubbles.